Manufacturer narrative:
(B)(4). Batch r5ay3g. Investigation summary the analysis found that one psee60a device was returned with the closing trigger and anvil in the closed position. One gst60b cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/3. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. It should be noted that when using the manual return lever ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection procedure, the stapler would not open to be able to reload it. New stapler was pulled and worked with no issue. Case was successfully completed. No patient consequences were reported.